Event description:
(B)(4) received a call on 08/25/2016 reporting a medical intervention that occurred on (B)(6) 2016 around 12pm. Patient's ((B)(6)) daughter (B)(6) called in stating that (B)(6) meter was giving results higher than she believed it should. (B)(6) stated that the reading on the prodigy meter at the time of the event was between 200-400mg/dl. Several other tests were performed with results within the same range. (B)(6) was experiencing symptoms of shortness of breath. (B)(6) normal blood glucose reading around the time of day of the event is between 70-110mg/dl. Lm had eaten breakfast and taken medication prior to the event which included lipitor, beta blocker, pravadoline, glipizide, albuterol, omeprazole, zoloft and a aspirin. (B)(6) drove (B)(6) the ER approximately 30 minutes after testing with the prodigy meter. (B)(6) blood glucose upon arrival at the ER was 99mg/dl. (B)(6) was admitted to hospital. According to (B)(6), (B)(6) was put on steroids for reasons unknown. (B)(6) blood glucose upon discharge from hospital was 170m/dl. (B)(6) total stay in the hospital was 24 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.